Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that the display was blank caused by an internal error preventing mechanical ventilation. There was no report of patient involvement.